Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leak value (40) that was displayed, but the numbers of the pip (peak inspiratory pressure) or rate could not be checked. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No delay in therapy and/or medical intervention was reported. No patient or user harm reported. The device was serviced at the repair center, and the service engineer (se) noted that the issue could not be reproduced. The event log was reviewed, but no error codes were recorded that indicated a malfunction. No abnormalities were found during testing of the flow sensor. The se noted that no parts required replacement for the alleged issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.